Event description:
A pump malfunction was reported by the customer; however, no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue occurred again, which they understood and acknowledged.